Event description:
It was reported to vyaire medical that the ltv 1200 ventilator has shut down during patient use. The staff continued to bag the patient and there was no patient harm associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.